Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: f6 & f9 (remove erroneously entered dates from initial report), h6: clinical code, type of investigation, and investigation findings. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, patellar loosening, and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation that approximately 81 months after a left total knee procedure, the patient underwent a revision procedure to address prosthesis wear, loosening with chronic fracture of the patellar component, and suspicion of loosening femoral component the patient developed disabling pain approximately 24 months post primary procedure. Findings indicated significant synovitis, osteolysis of both medial lateral femoral condyles and medial tibial plateau, and grossly loose patella with chronic fracture. The surgeon performed a revision left total knee replacement of all components using a competitor¿s devices. No other issues or complications were reported. The patient was awoken from anesthesia and transferred to the recovery room in stable condition. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6), 02-012-41-4040 - logic tibia traptray cem sz 4f/4t, n/a, 200-02-38 - three peg patella 38mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02048. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.